Event description:
It was reported that a pump has an intermittent keypad. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.:(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom intermittent keypad. The unit has limited keypad operation due to intermittent operation of row 3 keys (#0, #1, #2, and #3) that is caused by a failed keypad. The keypad was replaced.